Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an intervention, during advancement of the xience xpedition stent delivery system (sds), a tear was observed along the proximal shaft. The device was removed without issue and another xience was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 1562 labeled. Internal file number - (B)(4). Correction: patient information, reg #. Evaluation summary: a visual inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported torn material could not be confirmed during return analysis testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. As the reported torn material could not be confirmed during return analysis testing, it is possible the reported shaft detachment and/or the noted stretched material was reported as torn material. A conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the 30-day initial medwatch report, the following information was provided: the procedure was to treat a lesion located in the circumflex artery that was moderately tortuous, mildly calcified and 95% stenosed. During device advancement, the hypotube separated. No additional information was provided.